Manufacturer narrative:
Other relevant device(s) are: product ID: 9733779, serial/lot #: unknown. No patient involved. Unique device identifier (UDI) is unavailable. No devices were returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that when loading cranial tools 2 on the system, he was unable to log into admin with the system stating incorrect password. The clinical specialist found that the b key is sticking. No patient present at the time of event.